Event description:
Related manufacturer reference number: 2017865-2023-40618. It was reported that low pacing impedance and variable capture threshold were noted on the left ventricular (lv) lead. The right atrial (ra) lead also exhibited noise. The lv lead will be monitored, and the ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received, notes that the left ventricular lead was removed and replaced on (B)(6) 2024. No adverse patient consequences were reported.

Event description:
New information received notes that the patient condition was stable throughout the explant procedure.

Event description:
Related manufacturer reference number: 2017865-2024-72550. New information received notes that on (B)(6) 2024, the lv lead exhibited loss of capture and low pacing impedance. During the revision procedure, a portion of the lead detached. No additional adverse patient consequences were reported.

Manufacturer narrative:
The reported events of low pacing impedance, unacceptable capture threshold, failure to capture and detachment of device or device component were confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination found all conductor cable lumens and the inner coil lumen were breached and all conductor cables and inner coil filars were fractured consistent with clavicular crush forces located distal to the suture sleeve tie down impressions. The cause of the reported events was isolated to the fractured conductor cables and inner coil.